Event description:
It was reported that the atlantis sr pro2 catheter was used for vessel examination following implantation of a cypher 2.5mm stent in the left circumflex posterior descending artery. During the removal attempt, the catheter became stuck in the stent edge and was unable to be wirhdrawn. The femoral artery in the opposite leg was accessed and a balloon was advanced and inflated within the stent, which successfully freed the ivus catheter from the stent. The patient is reported to be stable.

Manufacturer narrative:
Quality assurance has completed their investigation of the returned device. During examination, fluid was observed inside the distal tip assembly. A kink was observed in the sheath assembly 22.8cm proximal to the femoral marker. The sheath assembly with a total length of 136.7 cm was received. The hub, telescope, imaging core, and the luer strain relief was cut off and missing. The guide wire exit port was lifted. The guide wire that was used during the procedure was not returned. A new .014" guide wire was inserted and there was no indication of resistance while advancing the guide wire into the catheter. The image characterization testing could not be performed due to the missing parts. The physical damage to the catheter and to the guide wire exit port was most likely a result of the attempts to remove the stuck catheter from the stent. This is a complaint that has been observed previously in the imaging catheter product line and is being monitored to further investigate and define any corrective or preventive actions which may be necessary to remediate complaints of this nature. A conclusive root cause for reported issue cannot conclusively be determined. A review of device history record was performed. No issues or discrepancies were found and the batch met all required specifications.